Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet became unresponsive while the user was seated, the phone notified that the ilet had disconnected, the device felt hot to the touch, the screen was black, and it did not respond to charging or outlet changes; blood glucose remained in range and the user reverted to backup therapy while a replacement was arranged. Symptoms included no injury or adverse physiological effects. Outcomes included temporary interruption of insulin delivery with continued cgm use and transition to backup therapy without clinical impact. Investigation included customer service troubleshooting and arrangement for device replacement and inspection of the returned device . Investigation of this device revealed a screen unresponsive and device overheating malfunction associated with the pump hardware, with no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump hardware with undetermined specific component failure.